Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the coil in the right tube was not visible and was assumed to be embedded') and pregnancy with contraceptive device ('7weeks gestation of pregnancy, she states that she was diagnosed a few days ago being 9 weeks pregnant that and has recently returned from a trip') in a 31-year-old female patient who had essure (batch no. A27187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included wolff-parkinson-white syndrome, pap smear abnormal, human papilloma virus infection, obesity, varicella, chickenpox, overweight, stress, pap smear abnormal, depression, drug allergy, bleeding genital, amenorrhea, stiffness, multi gravida ((B)(6)2002, (B)(6) 2004,(B)(6) 2005, (B)(6) 2008, (B)(6) 2010, (B)(6) 2014, (B)(6)2016, (B)(6) 2016), parity ((B)(6) 2002, (B)(6) 2004,(B)(6) 2005, (B)(6) 2008, (B)(6) 2010, (B)(6) 2014, (B)(6) 2016, (B)(6) 2016), pregnancy with contraceptive device ((B)(6) 2014,(B)(6) 2016,) and twin pregnancy (on essure (B)(6) 2016, (B)(6) 2016,). Other pregnancy was captured under main case:-(B)(4). Two pregnancy case (B)(4) and (B)(4) was created. Previously administered products included for an unreported indication: micronor and macrobid. Concurrent conditions included abdominal pain, bacterial vaginosis, nausea, emesis, dyspepsia, trisomy 21, trisomy 18, trisomy 13, cystic fibrosis, heartburn, bursitis, uti, pap smear abnormal, urinary frequency, cystitis, low back pain, asc-us, back arched backward, migraine, anxiety, vaginal infection, urinary tract infection, flank pain, ache, cramp in lower abdomen, leg pain, itching, redness, folliculitis, menorrhagia and dysmenorrhoea. Concomitant products included atenolol, cefalexin (keflex), ceftriaxone, ciprofloxacin (cipro), desogestrel;ethinylestradiol (ortho-cept), etonogestrel (nexplanon), hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo provera), misoprostol (cytotec), omeprazole magnesium (prilosec), ondansetron hydrochloride (zofran), oxytocin, oxytocin citrate (pitocin) and triazolam (halcion). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 5 years 9 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("dyspareunia"), infection ("infection nos"), urinary tract disorder ("urinary problems"), arthralgia ("joint pain"), rash ("rashes"), urticaria ("hives") and headache ("headaches") and was found to have weight increased ("other (list): weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, pregnancy with contraceptive device, pelvic pain, dyspareunia, infection, urinary tract disorder, weight increased, arthralgia, rash, urticaria and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 8. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered arthralgia, dyspareunia, embedded device, headache, infection, pelvic pain, pregnancy with contraceptive device, rash, urinary tract disorder, urticaria and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were described in patients medical record:weight gain, headaches, joint pain, dyspareunia, embedded device quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-may-2021: ticking of final repot box on EU/ca device tab we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the coil in the right tube was not visible and was assumed to be embedded') and pregnancy with contraceptive device ('7weeks gestation of pregnancy, she states that she was diagnosed a few days ago being 9 weeks pregnant that and has recently returned from a trip') in a 31-year-old female patient who had essure (batch no. A27187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included wolff-parkinson-white syndrome, pap smear abnormal, human papilloma virus infection, obesity, varicella, chickenpox, overweight, stress, pap smear abnormal, depression, drug allergy, bleeding genital, amenorrhea, stiffness, multi gravida (B)(6) 2002, (B)(6) 2004,(B)(6) 2005, (B)(6) 2008, (B)(6) 2010, (B)(6) 2014, (B)(6) 2016, (B)(6) 2016), parity (B)(6) 2002, (B)(6) 2004,(B)(6) 2005, (B)(6) 2008, (B)(6) 2010, (B)(6) 2014, (B)(6) 2016, (B)(6) 2016), pregnancy with contraceptive device ((B)(6) 2014,(B)(6) 2016,) and twin pregnancy (on essure (B)(6) 2016, (B)(6) 2016,). Other pregnancy was captured under main case:- (B)(4). Two pregnancy case (B)(4) was created. Previously administered products included for an unreported indication: micronor and macrobid. Concurrent conditions included abdominal pain, bacterial vaginosis, nausea, emesis, dyspepsia, trisomy 21, trisomy 18, trisomy 13, cystic fibrosis, heartburn, bursitis, uti, pap smear abnormal, urinary frequency, cystitis, low back pain, asc-us, back arched backward, migraine, anxiety, vaginal infection, urinary tract infection, flank pain, ache, cramp in lower abdomen, leg pain, itching, redness, folliculitis, menorrhagia and dysmenorrhoea. Concomitant products included atenolol, cefalexin (keflex), ceftriaxone, ciprofloxacin (cipro), desogestrel;ethinylestradiol (ortho-cept), etonogestrel (nexplanon), hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo provera), misoprostol (cytotec), omeprazole magnesium (prilosec), ondansetron hydrochloride (zofran), oxytocin, oxytocin citrate (pitocin) and triazolam (halcion). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 5 years 9 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("dyspareunia"), infection ("infection nos"), urinary tract disorder ("urinary problems"), arthralgia ("joint pain"), rash ("rashes"), urticaria ("hives") and headache ("headaches") and was found to have weight increased ("other (list): weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, pregnancy with contraceptive device, pelvic pain, dyspareunia, infection, urinary tract disorder, weight increased, arthralgia, rash, urticaria and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 8. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered arthralgia, dyspareunia, embedded device, headache, infection, pelvic pain, pregnancy with contraceptive device, rash, urinary tract disorder, urticaria and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were described in patients medical record:weight gain, headaches, joint pain, dyspareunia, embedded device quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the coil in the right tube was not visible and was assumed to be embedded') and pregnancy with contraceptive device ('(B)(6) gestation of pregnancy, she states that she was diagnosed a few days ago being (B)(6) pregnant that and has recently returned from a trip') in a (B)(6)-year-old female patient who had essure (batch no. A27187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included wolff-parkinson-white syndrome, pap smear abnormal, human papilloma virus infection, obesity, varicella, chickenpox, overweight, stress, pap smear abnormal, depression, drug allergy, bleeding genital, amenorrhea, stiffness, multi gravida ((B)(6) 2002, (B)(6) 2004, (B)(6) 2005, (B)(6) 2008, (B)(6) 2010, (B)(6) 2014, (B)(6) 2016), parity ((B)(6) 2002, (B)(6) 2004, (B)(6) 2005, (B)(6) 2008, (B)(6) 2010, (B)(6) 2014, (B)(6) 2016), pregnancy with contraceptive device ((B)(6) 2014, (B)(6) 2016,) and twin pregnancy (on essure (B)(6) 2016,). Other pregnancy was captured under main case:- (B)(4). Two pregnancy case (B)(4) and (B)(4) was created. Previously administered products included for an unreported indication: micronor and macrobid. Concurrent conditions included abdominal pain, bacterial vaginosis, nausea, emesis, dyspepsia, trisomy 21, trisomy 18, trisomy 13, cystic fibrosis, heartburn, bursitis, uti, pap smear abnormal, urinary frequency, cystitis, low back pain, asc-us, back arched backward, migraine, anxiety, vaginal infection, urinary tract infection, flank pain, ache, cramp in lower abdomen, leg pain, itching, redness, folliculitis, menorrhagia and dysmenorrhoea. Concomitant products included atenolol, cefalexin (keflex), ceftriaxone, ciprofloxacin (cipro), desogestrel;ethinylestradiol (ortho-cept), etonogestrel (nexplanon), hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo provera), misoprostol (cytotec), omeprazole magnesium (prilosec), ondansetron hydrochloride (zofran), oxytocin, oxytocin citrate (pitocin) and triazolam (halcion). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 5 years 9 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("dyspareunia"), infection ("infection nos"), urinary tract disorder ("urinary problems"), arthralgia ("joint pain"), rash ("rashes"), urticaria ("hives") and headache ("headaches") and was found to have weight increased ("other (list): weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, pregnancy with contraceptive device, pelvic pain, dyspareunia, infection, urinary tract disorder, weight increased, arthralgia, rash, urticaria and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 8. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered arthralgia, dyspareunia, embedded device, headache, infection, pelvic pain, pregnancy with contraceptive device, rash, urinary tract disorder, urticaria and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were described in patients medical record:weight gain, headaches, joint pain, dyspareunia, embedded device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient's medical history, device information (date explanted) and event "the coil in the right tube was not visible and was assumed to be embedded" were added. Auto narrative supplement was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.